Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jul-2023 h6: investigation summary thirteen sealed 32g x 4mm pen needle samples were returned from lot. No. 2172163 along with fourteen sealed 32g x 4mm pen needle samples from lot. No. 2165552, cat. No. 320559. A clog test was carried out on the thirteen sealed samples from lot. No. 2172163 and the fourteen sealed samples from lot. No. 2165552 as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. See h10.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle clog. Several users with insulin glargine prescription reported that the drug solution did not come out.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown; h.4. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle clog. Several users with insulin glargine prescription reported that the drug solution did not come out.